Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
Additional narrative: it was reported that patient underwent laparoscopic cholecystectomy on (B)(6) 2009 by dr. (B)(6). It was reported that patient underwent birch rpu implant on (B)(6) 2007 by dr. (B)(6), due to sui, secondary to failed tvt implant.

Manufacturer narrative:
(B)(4): it was reported that the patient underwent a gynecological procedure on (B)(6) 2007 due to incontinence and pain and mesh was implanted. It was reported that following insertion the patient experienced pain, bleeding, dyspareunia, odor and discharge.in addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
.